Event description:
Balloon would not deflate.

Manufacturer narrative:
It was reported that, during a routine foley catheter change at the 30-day mark, the "catheter balloon would not deflate." The customer stated that "multiple nurses tried, and could not get the balloon to deflate, we even cut the entire end of the catheter to try and manually deflate. That did not work either." The customer reported that the patient was taken to the emergency room where the balloon was "deflated via guide wire." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.